Manufacturer narrative:
A ge service representative performed an onsite investigation. The video cable pins were replaced, and the monitor was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was no data in the system, and the video signal flickered on both monitors. No pt injury was reported.